Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/07/2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be a structured query language (sql) error.